Event description:
Housekeeper reported that gloves have been "clumping" over the past two weeks or so - i.e. Gloves are stuck together in box; when worker attempts to remove a glove from the box a clump of gloves comes out. The raises questions as to the integrity of the glove - possible micro-pores in the glove rendering them an ineffective barrier to blood and body fluids and other materials.subsequent conversation with nursing personnel revealed that they had also experienced some problems.====================== health professional's impression======================unknown====================== manufacturer response for exam glove nitrile, sterling nitrile======================manufacturer's representative was unaware of other customers having this problem with this product. Rep will file report with quality assurance and will advise of any feedback.reporter indicated that "at the point where they are clumped, the clump feels almost cryspy" and "no visible defects" were noted.